Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient was having a planned procedure in the operating room due to intra-abdominal issues. The patient was receiving vasopressin and norepinephrine. One medication was infusing at "0.1" and the other at "2.4." During titration of the medications, it was noted that the medications were not infusing at the correct rate. It was reported that the two pump modules internally "had crossed wires," and that the tubing was not believed to have been crossed incorrectly. It was also reported that a user error has not been ruled out. Pump module "a" delivered what pump module "b" was programmed to deliver and pump module "b" delivered what pump module "a" was programmed to deliver. The patient did not experience injury from this event.

Manufacturer narrative:
Additional information added; d.11. The customer¿s report that the medications infused at the wrong rates was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal broken. Dried fluid observed on the female (left) iui and male (right) iui and on the rear case under the female iui. No other anomalies was observed. Review of the pcu error log showed no errors. Log analysis of the pcu event log showed the pcu was powered on on 10 (B)(6) 2019 at 1:32 am and same patient and same profile (adult critical care) were selected. Review of the pcu event log showed the suspect devices (B)(4) were both programmed for the reported medications (norepinephrine and vasopressin) on the event date. However, there was no record the reported medication norepinephrine was ever infusing at a rate of 2.4 ml/hr on either suspect device. The reported medication vasopressin was alternately programmed on both suspect devices and the rate was changed multiple times to/from 0.1 ml/hr to 2.4 ml/hr. Rate accuracy testing performed found the device operating in specification. The root cause of the reported event that the medications infused at the wrong rates was not identified.

Event description:
It was reported that a patient was having a planned procedure in the operating room due to intra-abdominal issues. The patient was receiving vasopressin and norepinephrine. One medication was infusing at "0.1" and the other at "2.4". During titration of the medications, it was noted that the medications were not infusing at the correct rate. It was reported that the two pump modules internally, "had crossed wires", and that the tubing was not believed to have been crossed incorrectly. It was also reported that a user error has not been ruled out. Pump module "a" delivered what pump module "b" was programmed to deliver and pump module "b" delivered what pump module "a" was programmed to deliver. It was confirmed that there was no patient harm or impact as a result of this event.